Event description:
Info received indicates the bed has no head up or down functions working due to fluid ingress onto the nurse control board.

Manufacturer narrative:
The technician replaced the nurse control board to repair the bed.